Manufacturer narrative:
(B)(4).

Event description:
It was reported via a user facility report. "Patient with worsening chest pain, evidence of nstemi, intubated, referred for urgent cardiac catherization. Percutaneous coronary intervention (pci) performed by the doctor included aspiration thrombectomy of left main (lm), intra-aortic balloon pump (iabp) placement, percutaneous coronary angiography (ptca) of dismal l4 including left anterior descending (lad) and ramus with unsuccessful ptca of failed left circumflex, right and left ileofemoral angiographies. Patient developed asystolic cardiac arrest shortly upon return to the cardiac surgical intensive care unit (csicu) with finding of ruptured aortic balloon pump requiring emergent return to cath lab (cl) following advanced cardiac life support (acls) with return of spontaneous circulation (rosc). The patient was stabilized in cl, repeat angiograph/shows no new coronary lesions. Ruptured iabp was removed. Additional information was obtained from the cath lab manager. The patient was critical and dependent on the intra-aortic balloon (iab) and declined after the iab ruptured. A second iab was placed and the patient was being supported. The patient did pass away but it was not related to the second iab. The device did not cause or contribute to the patient's death.

Event description:
It was reported via a user facility report. "Patient with worsening chest pain, evidence of nstemi, intubated, referred for urgent cardiac catherization. Percutaneous coronary intervention (pci) performed by the doctor included aspiration thrombectomy of left main (lm), intra-aortic balloon pump (iabp) placement, percutaneous coronary angiography (ptca) of dismal l4 including left anterior descending (lad) and ramus with unsuccessful ptca of failed left circumflex, right and left ileofemoral angiographies. Patient developed asystolic cardiac arrest shortly upon return to the cardiac surgical intensive care unit (csicu) with finding of ruptured aortic balloon pump requiring emergent return to cath lab (cl) following advanced cardiac life support (acls) with return of spontaneous circulation (rosc). The patient was stabilized in cl, repeat angiograph/shows no new coronary lesions. Ruptured iabp was removed. Additional information was obtained from the cath lab manager. The patient was critical and dependent on the intra-aortic balloon (iab) and declined after the iab ruptured. A second iab was placed and the patient was being supported. The patient did pass away but it was not related to the second iab. The device did not cause or contribute to the patient's death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "blood in the helium pathway" is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.